Manufacturer narrative:
Additional narrative: please note that the reporter's name and phone number were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was found that the motor had seized, was jammed, and was heavy moving. It was further noted that the device had foreign repair. The assignable root cause was determined to be due to improper repair of the device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the power drive device was broken. During in-house engineering evaluation is was observed that the motor had seized, was jammed, and was heavy moving. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.